Event description:
During use of the device for a endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope lens was blurry. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.